Event description:
A patient from our epilepsy monitoring unit (emu) received a MRI scan of the head, neck, and spine. The patient had a number of short eeg electrodes attached to the head and one more electrode from the eeg lead set connected to the chest. The chest lead is used for EKG monitoring. The EKG lead is longer than the eeg leads. These leads are only connected to the eeg monitoring equipment when the patient is in the emu. After the scan was complete the nurse noticed a blistering burn wound at the EKG electrode site. The electrodes used were believed to be mr safe.======================manufacturer response for eeg lead set, ives (per site reporter).======================they are now recommending that the EKG lead not be used during mr scans. They believe that the longer length of this lead allows for rf energy from the mr system to heat the electrode.